Event description:
Reportedly, at six months post intervention, the beginning of a stenosis in the left leg of the endoprosthesis as well as twisting of the iliac branches was noted. Additionally it was reported that a primitive right iliac dissection was observed.